Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that 1 month after dental implant was installed in intraoral region 12#, its non-osseointegration was observed. In addition, 30ncm of primary stability was achieved, the patient presented bone type IV and bone graft was executed.